Event description:
It was reported that the nail broke when the patient wanted to stand up. It was further reported that the nail has been implanted in 2009 at the hospital. It was further reported that the patient underwent a revision surgery seven months later, and the nail has been retrieved.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.